Event description:
Plaintiff alleges that as a result of direct and indirect exposure to latex containing products including latex gloves, plaintiff has developed an allergy to latex and its components, including proteins. Plaintiff alleges loss of the society, consortium and services of his spouse, and suffered an economic loss.